Event description:
It was rpeorted the device was used during laparoscopic assisted vaginal hysterectomy procedure. It was reported the atw35 would not fire on the first firing across the board ligament. Another atw35 was opened to complete the procedure. There was no consequence to the pt.